Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken

Manufacturer narrative:
During visual investigation it was seen that the stop pin was broken. The fractured surface showed appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. The stop bar of the screw had heavy, plastic deformations due to the collision and friction with the stop pin. Since high torsional forces acted several times during application, high bending forces also occurred upon the stop pin finally leading to the breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.